Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. "The physician noted that the distal end of a taxus express2 3.0x16mm drug eluting stent was smashed and would not go over the wire." The damaged stent was exchanged for another taxus stent and the procedure was completed. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
H3. The device has not been returned for analysis as of the date of this report.